Event description:
Inspection of all the potentiometers of the unit found the following potentiometers bad: the potentiometers were upper pressure limit, pclap, pslap, peep, insp rise time, insp time percent, simv frequency, and lower alarm limit. No pt injury occurred as this unit was not on a patient. The unit is not back in service as they are awaiting parts.